Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
On (B)(6) 2015, v-p shunt implantation was conducted for the patient with sah ((B)(6) male). It was noted fluid did not flow well through the device once the catheter was placed. The surgeon implanted a backup device instead and completed the case without further problems.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusions were noted. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed for pressure testing. The valve was then pressure tested. The valve passed the test. No root cause could be determined as no problem was found with the product. Review of the history device records confirmed the valve product code 82-3842 with lot crccz0, conformed to the specifications when released to stock on the 10th april 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.